Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient reported reduced cardiopulmonary reserve. In addition, the patient also reported eye irritation, nose irritation, respiratory tract irritation, hypersensitivity, nausea, vomiting, dizziness, headache, asthma and lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient reported reduced cardiopulmonary reserve. In addition, the patient also reported eye irritation, nose irritation, respiratory tract irritation, hypersensitivity, nausea, vomiting, dizziness, headache, asthma and lung disease. Medical intervention was not specified by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no inlet airpath filter, no outlet filter and a passive outlet port. The vent was let run for 255 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the run-in time, the clock setting, the internal and detachable batteries build dates, and atmospheric pressure verify steps failed testing specs. The ventilator was taken apart. The exterior and interior of the ventilator had numerous areas of contamination. The blower motor was contaminated. The inlet airpath foam was black and intact.